Manufacturer narrative:
(B)(4) date sent: 1/5/2026 d4 batch #: unknown. Additional information was requested and the following was obtained: 1. Did device jam (not fire clips)? 2. Did device not feed clips (clips not advance fully into jaws)? 3. Did device sideways feed clips? 4. Did device fire scissored clips? 5. Did the clip not hold on the vessel or tissue once placed? 6. Is the current patient status known? 7. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The staples was retrieved from the patient's body so no consequences because the procedure could be completed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the staple exits the device without activating it. Device change. Bad ligation, repeated several times. Staple circulating in the surgical site.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch # a98p0w. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the mcs20 device was returned with a clip in jaws and with no apparent damage. In an attempt to replicate the reported incident; the device was cycled, resulting in one (1) partially formed clip due to an anti-backup failure. The remaining three (3) clips were fed and formed as intended. Finally, the instrument locked out. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the antibackup lever was found worn out. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. It is possible this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. Device history review: a manufacturing record evaluation was performed for the finished device batch a98p0w number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Did device jam (not fire clips)? Yes. 2. Did device not feed clips (clips not advance fully into jaws)? Yes , except intermittently because it is incorrectly placed in the jaws. 3. Did device sideways feed clips? We don't know. 4. Did device fire scissored clips? No, but poorly closed. 5. Did the clip not hold on the vessel or tissue once placed? Yes. 6. Is the current patient status known? Is no longer in the clinic. 7. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No, the staples were recovered from the patient's body and did not cause any damage because the procedure could be completed.